Event description:
It was reported that upon starting the analyzer software, an error message appeared on the programmer screen that the backup battery would not provide backup pacing when displayed. The battery was replaced with a new one, but when software was restarted the same message was displayed. It is expected that the analyzer will be returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).